Event description:
The customer reported via phone call that they experienced high blood glucose for the past three days. Customer stated their blood glucose rose to 427 mg/dl at the time of incident. Customer's current blood glucose was 307 mg/dl. The customer stated they did not have any symptoms of high blood glucose. The customer has attempted to treat their blood glucose with manual injections and the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)